Event description:
Additional information received reported that the cause of the issue was not determined.

Event description:
It was reported that following a replacement procedure, the patient¿s implantable neurostimulator had ¿low¿ impedances on ¿0.3 and 4.7.¿ it was noted ¿those were not used in the patient¿s therapy.¿ it was stated the patient was ¿receiving therapy and doing fine¿ at the time of report. Please see MFR. Report #3004209178-2012-07609 for information on the patient's low impedance issues with their previous implantable neurostimulator and the same set of leads and extensions. A supplemental report will be filed if additional information becomes available.

Manufacturer narrative:
Concomitant: product ID 3387s-40, lot# v006341, implanted: 2006-(B)(6), product type lead, product ID 7482a66, serial# (B)(4), implanted: 2008-(B)(6), product type extension, product ID 3387s-40, lot# v006339, implanted: 2006-(B)(6), product type lead product ID 7482a66, serial# (B)(4), implanted: 2008-(B)(6), product type extension. (B)(4).